Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the provided customer photograph confirms the reported allegation. The root cause is attributed to error within the packaging process at the manufacturing facility. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: no deviations or anomalies were found, however the root cause is attributed to error within the packaging process at the manufacturing facility not identified by the records review.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there were wrong stickers for a 28 biolox head in the implant box. Box said 28 +1.5 but stickers said 36 +1.5. Surgeon was told of the wrong stickers and he advised to open implant and see what was inside. The head inside the box was a 28 +1.5. There was a five minute surgical delay. No patient consequence.

Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: g1, h8.

Event description:
Affected side was the right side.